Event description:
It was reported that low remaining battery longevity was observed on the device. It is unknown if the event was due to a battery failure or due to a diagnostic anomaly. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported complaint of low remaining battery voltage was confirmed. The root cause was determined to be due to a missing implant date, resulting a negative value which resulted in an incorrect display of the battery gauge.